Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: unable to perform complaint lot history check for plunger rod broken, foreign matter due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Customer returned (5) loose 1/2cc, 6mm, 31g syringes. Customer states that the plunger rod is broken, and there is plastic flashing sticking out from the syringe. All returned syringes were examined and no foreign matter or broken plunger rod was observed. All samples were also tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 31g: 0.0100¿-0.0105¿): data: point outer diameter (in) lube sample 1 good 0.0101 good, sample 2 good 0.0102 good, sample 3 good 0.0101 good, sample 4 good 0.0102 good, sample 5 good 0.0101 good. All observations fall within specifications. Unable to perform DHR check for plunger rod broken, foreign matter due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use the plunger rod was broken and there was a molding defect with an unspecified bd syringe. The following information was provided by the initial reporter: (2 of 2 complaints) plunger rod was broken 1 inch down from thumb press inside barrel, plastic "flashing" was sticking out from the syringe.